Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the catheter froze on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous distal left circumflex (lcx). The lesion was predilated with a 2.50x20mm non bsc balloon after ivus was performed. The physician then attempted to advance the 2.50x20mm taxus express2 drug eluting stent (des) to the lesion; however, the stent delivery system (sds) froze on the non bsc guide wire during advancement. The taxus express2 des was unable to move and the sds and guide wire were successfully removed as a system from the pt. Another non bsc guide wire crossed the lesion and another 2.50x20mm taxus express2 des was implanted. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The sds with stent was visually and tactilely inspected including microscopic examination of the entire length of the device. The midshaft, including the corewire, included a kink approximately 1.9 cm from the wire port. Examination of the corewire and shaft material at and adjacent to the kink presented no evidence of material or manufacturing deficiencies that could have contributed to the kink. It was also noted that several locations of the outer shaft were sticky to the touch. Microscopic examination of these areas presented a soft, clear, gummy material believed to be partially dried contrast media or bio-material. Examination of the distal end of the device revealed stent damage consisting of 2 flared distal struts. There were no other anomalies in the distal tip or distal outer shaft and there was no evidence of material or manufacturing deficiencies that could have contributed to the flared struts. Functional testing of the returned device and measured of the lumen diameter were not possible due to the returned condition of the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context.